Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s parent reported that the patient was wearing the pod on the abdomen between 4 and 24 hours when their blood glucose levels rose above 500 mg/dl. When the pod was removed, it was noticed that the cannula appeared to be shorter than expected and the patient¿s parent was uncertain that the cannula had been properly inserted. Another pod was placed. The next day the patient was experiencing light-headedness, shaking and vomiting with blood glucose levels now reading over 600 mg/dl. The pod was removed and again noted to have a shorter cannula and uncertainty that it has been properly inserted. The patient was administered a manual insulin injection. The patient¿s symptoms continued so the patient was taken to the emergency room and admitted. The patient was treated with saline and intravenous insulin. The patient was discharged the next day on (B)(6) 2026. Case 2 of 2 (related case: (B)(4)).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.